Manufacturer narrative:
(B)(4) a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 546 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer¿s current blood glucose level was 135 mg/dl. Customer was admitted to the (B)(6) hospital on (B)(6) 2018 at 1:30 pm due to high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer was advised replacement infusion sets would be sent out. The insulin pump will not be returned for analysis.